Event description:
It was reported that the helix of the implantable pacing lead was extended slightly beyond the electrode opening during implant and became lodged in the tricuspid valve. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).